Manufacturer narrative:
Merge healthcare is further investigating this customer's allegation. The customer reported the universal power supply was replaced for complete resolution.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016 merge healthcare received information from a customer regarding a computer freezing during the capturing of images. Then on (B)(6) 2016, follow-up occurred with the customer. The new information indicated patient care was impacted because the system was down for two days, preventing complete diagnosis from occurring. Due to merge eye station not performing as expected and capturing images of the eye, there is a potential for a delay in diagnosis or treatment that can lead to harm. No known patient impact occurred as a result of the treatment in patient care. (B)(4).